Manufacturer narrative:
The customer stated that he does not wash his hands prior to testing. As per contour next link 2.4 user guide, "always wash your hands with soap and water and dry them well before and after testing or handling the meter, lancing device, or test strips." The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that he obtained blood glucose readings of 181 mg/dl and 180 mg/dl on the contour next link 2.4 meter. He also performed testing with a non-ascensia meter and obtained readings of 77 mg/dl and 79 mg/dl. All readings were obtained at the same time. The customer was experiencing symptoms of hypoglycemia such as weakness and lightheadedness. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next test strips from lot # 9fpeg10c for evaluation. The suspected contour next link 2.4 meter was not returned. Since the customer returned 50 unused test strips, it is possible that the returned test strips were not used at the time of the event or the customer added test strips from other bottles. The in-house contour next link 2.4 meter was used to perform testing with the returned test strips, which gave a satisfactory performance. Additionally, the device history records were reviewed for the suspected contour next link 2.4 meter and contour next test strips, and no manufacturing anomalies were found.